Manufacturer narrative:
This complaint originated from a blind survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product or site information was available. As a result, complaint investigation could not be performed since the site and product information could not be collected as part of the blind survey. This complaint is considered a reportable event because it was alleged that there was a stapler failure and a failure of the robot to synch/ function, with an unknown cause. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no reported harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Intuitive surgical, inc. (Isi) is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported during the procedure there was a robotic stapler failure and failure of robot to synch/function. It is unknown if the procedure was completed with no reported injury. Customer feedback related to an intuitive surgical, inc. (Isi) product was received via a blind survey. Isi is unable to perform follow-up to obtain additional information due to the nature of how this information was collected. No product, contact, or site information was available.